Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the obtuse marginal (om) artery with moderate calcification and moderate tortuosity. The 1.5x8mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and resistance was noted due to the anatomy. The balloon was inflated to 8 atmospheres; however, the balloon ruptured during the first inflation. Therefore, the bdc was removed and resistance was also noted due to the anatomy. A new trek bdc was used and the procedure was completed. There was no adverse patient effect and no clinically significant delay reported to the procedure. No additional information was provided.